Event description:
During follow-up, there was increased threshold capture and decreased sensing r-wave amplitude noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported events of inadequate capture, r-wave amplitude variation, high shock impedance and decreasing sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.